Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, upon further review of the complaint record, it was determined that a non-reportable event occurred. Therefore, this is a non-reportable complaint. Please disregard the information provided in MFR 3004753838-2019-011964.